Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician pressed firmly onto the chest prior to each defibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.